Manufacturer narrative:
The device was received by anspach. Reliability engineering evaluated the device, and the reported locking problem was confirmed; the motor exhibited damage to the locking mechanism that is consistent with either improper cutter insertion or power braking. The complaint of noise was not confirmed. If add¿l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the motor was ¿noisy and the lock lever was defective.¿ the device was not being used during a procedure. No patient or user injuries were reported. There was no add¿l info provided.